Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that high capture thresholds and noise were found on the atrial channel. The atrial lead tested normal on psa. The device was explanted and replaced. All measurements were normal with new ICD.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.